Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 110 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated was located in the proximal left anterior descending (prox lad) artery and was 99% stenosed. The physician treated the lesion with successful placement of a 3.00x24mm express2 monorail study stent. Medications administered in index procedure are heparin, 2b3a, aspirin, clopidogrel, beta blocker, ace inhibitor, and statin. The patient was discharged 4 days later. At 110 days after the index procedure the patient presented in another hospital with new onset of angina. Troponin was found to be elevated, ck was normal. Coronary angiography was done immediately, which showed a high grade, 99% in-stent restenosis of the study stent. The physician treated the prox lad by ballooning and implanting a 3.0x32 taxus stent completely covering the previously implanted express stent. The patient was discharged 3 days later without any further events. In the opinion of the physician the device relationship is possibly related. The patient did not notify the clinical team of the event until 2007.